Event description:
It was reported that during a gastric bypass procedure, the staples of the distal part were unformed on the first firing. Additional suturing was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.